Event description:
It was reported that previous filed report 2124215-2021-01907 is duplicate to reports 2124215-2018-62687 and 2124215-2018-62687.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of low r-wave signal amplitude measurements during a ventricular tachycardia (vt) for a duration of one minute 20 seconds. It was reported that the patient experienced symptoms of near syncope. The rhythm spontaneously broke on its own. Review of the stored episode noted the rhythm was recorded in the conditional shock zone and did not meet therapy detection. Programming changes were made for optimization of sensing and the existing dosage of oral amiodarone was increased. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.